Event description:
The pt was revised because of osteolysis, wear of insert and loosening of the femoral and tibial component.

Manufacturer narrative:
This complainant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.